Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2018 at 6:30 pm due to a high blood glucose of 600 mg/dl. Blood glucose at the time of the call was 182 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea, vomiting, and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed. The customer performed self test and the insulin pump passed. The auto mode feature was not on. The insulin pump will not be returned for analysis.